Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was intermittently not annunciating audible tones for alerts/alarms. During troubleshooting with tandem technical support the customer adjusted volumes. Additionally, it was reported that the insulin gauge was static and inaccurate. Customer loaded a new cartridge to resolve the issue. There was no reported adverse impact.